Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported on (B)(6) 2017 that due to an infection of the pacemaker pocket of the patient, a replacement procedure was performed. The subject pacemaker was explanted and a new pacing system was implanted in the opposite chest. The identified cause of the infection was staphylococcus aureus.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
It was reported on (B)(6) 2017 that due to an infection of the pacemaker pocket of the patient, a replacement procedure was performed. The subject pacemaker was explanted and a new pacing system was implanted in the opposite chest. The identified cause of the infection was (B)(6).